Event description:
It was reported that a patient underwent an idiopathic deep vein thrombosis ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter the catheter kinked while inside the body after using it for some time. The device was difficult to un-prolapse for a while and the medical team was able to straighten it out in the abdominal aorta. The catheter was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jul-2024, the bwi product analysis lab was received for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idiopathic deep vein thrombosis ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter the catheter kinked while inside the body after using it for some time. The device was difficult to un-prolapse for a while and the medical team was able to straighten it out in the abdominal aorta. The catheter was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and deflection test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection stuck was observed during the tests. A manufacturing record evaluation was performed for the finished device number lot 31314599l and no internal action related to the complaint was found during the review. The knotted issue reported by the customer could not be confirmed during the product investigation. The catheter instructions for use (IFU) contain the following recommendations: always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).